Event description:
It was reported that when a prestillx 1600 table was angulated into vertical postion, the top end came loose from the table frame. The foot of the table remained attached to the table frame. The loose top end of the table continued forward motion and resulted in the pt being caught between the tube suspension and the table while in the vertical position. No injuries were reported.